Event description:
It was reported that the device would intermittently not operate on ac power. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported intermittent failure was not verified, nor duplicated. The power supply assembly was replaced. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. The reported intermittent failure was not duplicated. Physio ran the module for two hours, flexed and heated the board and no discrepancies were observed. Also, the board was inspected with a microscope, with no observed discrepancies.